Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of the event is unknown. (B)(4).

Manufacturer narrative:
The reported meter was returned and investigated. The returned meter powered on with button press and strip insertion. Blank screen was not observed. No new issues were observed. The complaint is not confirmed. (B)(4).

Event description:
A customer reported his adc meter has a blank screen when the test strip is inserted and when the button is pressed. As a result of this issue, the customer reported that on an unspecified day in (B)(6) 2012, around 3:00pm, he "felt dizzy while in the bedroom sitting on the bed, and fell and hit his forehead while tying his shoes". Paramedics were called, checked the customer's vital signs, and transported him to a hospital. At the hospital, the customer had a CT scan, chest x-rays, and received intravenous demerol for "a headache". There was no reported diabetes-related diagnosis or treatment. The customer reported self-treatment with "pear juice with sugar, fruit cocktail and yogurt." There is no report of death or permanent impairment associated with this event